Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2009. It was reported the charging system cannot locate the ipg. The pt programmer is able to locate the ipg. A replacement charging system was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further information is available at this time.